Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies and the threshold suspend alarm was triggered. The customer stated that the sensor was reading 48 and blood glucose was 389 mg/dl. The customer changed the sensor, but the reading was still inaccurate. The sensor glucose was 43 while his blood glucose level was 146 mg/dl. The customer declined to complete troubleshooting. The product will be returned for analysis.